Manufacturer narrative:
E1: patient city(B)(6). Patient country: finland

Event description:
Unomedical reference number (B)(4). Event occurred in finland, it was reported that on (B)(6) 2024 the patient complained about poor adhesive on the product, causing it to come off after a few days of use. The patient believes the issue was due to poor adhesive. No further information available.